Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick2 balloon catheter with no original packaging or other devices. There was blood in the guidewire lumen and the balloon was tightly wrapped. Multiple hypotube kinks were noted and the hypotube was broken in two 26.5cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). Examination under magnification revealed that the shaft was stretched and necked down in two places: 24.5-32.5cm from the distal tip (8cm) and 37.5 -46.5 from the distal tip (9cm). Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in a mildly calcified and mildly tortuous mid right coronary artery (rca). A 1.50mm x 20mm maverick 2 balloon catheter was selected and it was noted that the mid shaft was broken. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in a mildly calcified and mildly tortuous mid right coronary artery (rca). A 1.50mm x 20mm maverick² balloon catheter was selected and it was noted that the mid shaft was broken. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.